Event description:
It was reported that the line disconnected from the white luer of the admin set. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B5: additional information received via email from customer on 12-sep-2022 and attached in complaint object: "product normally used' and 'product tracking'. They normally purchase and use the set but have been using the set lines as an alternative. Additional information received via email from customer on 20-sep-2022: product and paperwork returned: event date updated per customer report to 25-aug-2022, then updated on 29-aug-2022. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: three picture samples were attached for evaluation. The complaint returned unit was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. The product was received and was easily removed from the tube, not enough marks of solvent could be detected around the tube tip; failure mode reported was confirmed. Per the investigation, the bond was bad (weld connection issue). Based on the analysis conducted with the sample received, the failure was reproduced, therefore in accordance with procedure the occurrence for this failure condition could be caused by incorrect solvent dispense set up (insufficient solvent in solvent pot). For corrective action, production personnel were notified by quality engineer, as awareness for the failure mode reported by costumer. The root cause was traced to the manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).